Event description:
The pt came in with an acute myocardial infarct and underwent a coronary stent angioplasty. A 6f angio-seal device was used to seal the right arteriotomy site. Later that day, the pt experienced more chest pain and was reevaluated in the cardiac cath lab. A 4f system was used this time and the left femoral artery was punctured. The right groin from the previous puncture and angio-seal deployment was oozing blood at that time; a 6f angio-seal was used to seal the left femoral arteriotomy site also. A pre-deployment femoral angiogram revealed artery size to be 6-7 millimeters in size, no obstruction or artery damage. The patient experienced leg pain throughout the night. A left leg doppler ultrasound done the next day revealed occlusion of the distal external iliac artery with reconstitution of flow at the origin of the profunda and superficial femoral arteries. A mild 50% stenosis in the distal superficial femoral artery was noted. The pt underwent a surgical left ileofemoral thrombectomy. The angio-seal on the left side was removed; pathology report confirmed specimen contained a .8 by .6 by .3 centimeter clear plastic, clock-like device with thrombus portion. After continued leg pain, on the following day a leg doppler ultrasound revealed occlusion of left popliteal artery. The pt underwent surgery; interoperative left femoral angiogram revealed thrombosis in the left femoral popliteal artery with occluded trifurcation and an intimal flap posteriorly. A left thrombetomy with #3 and #4 fogarty balloon catheters and left femoral dacron patch angioplasty was done. The final femoral angiogram was negative for complications. The pt was recovering with good pulses and foot color. The surgeon stated the intimal flap may have formed when the clinician went through the interior wall and penetrated the intima (resistance was encountered when dilating; however, the procedure was not aborted). The physician does not allege the angio-seal caused the reported event.